Manufacturer narrative:
The unit was received with a blank display due to severely damaged and broken off battery tube threads. The unit was unable to perform the displacement, rewind, seating and basic occlusion tests due to the blank display anomaly. The blank display was caused by the device not detecting the battery. The following physical damage was noted: missing retainer ring, missing reservoir tube o-ring, scratched case, cracked casing at the battery tube side, and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump stopped working due to a crack on the battery compartment. The patient's blood glucose at the time of incident was 11.9 mmol/l. Troubleshooting was initiated and it was confirmed that the damage was located across the top of where the battery screws in. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.